Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (4.3mm). While performing the 4.3mm aortic punch, after the punch was delivered upon taking the punch from the aortonomy, the "aortic plug" tissue was not seen inside the cutting tube. The surgeon looked for the plug but it was never recovered.

Manufacturer narrative:
Trackwise # (B)(4) updated sections: g4, g7, h2, h6, h10, h11 corrected section: b5 - event description changed analysis of production: ((B)(4)) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: ((B)(4)) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: ((B)(4)) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: ((B)(4)) communication/interviews were performed to obtain all possible information. Device not returned: ((B)(4)) despite request and/ or customer indicated that the device would be returned; however, no device was returned.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (4.3mm). While performing the 4.3mm aortic punch, after the punch was delivered upon taking the punch from the aortonomy, the "aortic plug" tissue was not seen inside the cutting tube. The surgeon looked for the plug but it was never recovered. The hospital risk management has started an investigation and the getinge rep was informed that they would let him know more information within the next few days.